Manufacturer narrative:
(B)(4). Please disregard the information in report number 3004753838-2020-095152 this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838-2020-094360.

Event description:
Please disregard the information in report number 3004753838-2020-095152 this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838-2020-094360.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.